Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that their issue(s) have been resolved.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient would turn off their device every time they drove. Normally, the device would come back on, but they could not get it to turn back on. The device was newly implanted at the time. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.